Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) screen not working. Pump was swapped for another unit so therapy would not be delayed. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed device had failure 63 which coincides with customers report of a screen failure. Replaced the whole monitor assembly. Unit passed all functional and safety test per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen not working. There was no patient harm reported.